Manufacturer narrative:
(B) (4): results-product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary - quality assurance analysis revealed that the balloon catheter was returned with blood on the balloon, in the guide wire lumen and in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon when fluid came out of the pinhole on the balloon. There was a pinhole on the balloon, 1 mm distal to the balloon distal marker. There were no scratches visible on the balloon. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture: it was reported that the target lesion was mildly tortuous, without calcification, and had a 90% stenosis. The voyager nc was delivered and the lesion was pre-dilated at 6 atm. Then, after implanting a vision, the voyager nc was delivered again and the lesion was post-dilated; however, it ruptured at 14 atm this time. The physician noted, after the first inflation, the voyager nc was kept with other components (including needle) until the second inflation. (It normally should be kept in the saline.) So there is a possibility that the balloon material got damaged by physical contact with other components. No patient effects were reported. No additional information available.